Event description:
The patient reported being hospitalized on (B)(6)2010, due to elevated blood glucose levels and dka. The patient reported her blood glucose levels were elevated the previous day and the morning of (B)(6)2010. She attempted to correct her blood glucose with the pump and with injections. Following correction boluses and injections her bg would decrease, but then rise again shortly after.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hrs with no issues.